Event description:
It was initially reported by company representative that the spreader bar detached from the lifting arm with the patient on it: "while moving in vertical above the bed to make the reconstruction of the bed and hygiene host, the lift has suffered the breaking of the crankshaft pin releasing the part of the lift arm." The patient was dropped from a height of 15 cm from the surface of the bed. From the information received there is no indication that any injury occurred to the patient or caregiver.

Manufacturer narrative:
(B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4) and any medwatch reports will be submitted. We are aware that this is past the 30 day deadline for reporting. The service unit forwarded the information to the manufacturer regarding the failure with a delay due to processing errors. Counseling as well as a review of the FDA reporting guidelines has been initiated to ensure all future reports are submitted on time. When reviewing similar reportable events for trixie lift, we have found a low number similar cases where spreader bar came loose from the lifting arm. We have been able to establish that there is no complaint trend concerning these kind of events. The device was inspected by an arjohuntleigh representative at the customer site and found to be out of the specification. The device was being used for patient handling and in that way contributed to the event. From received information there is no indication that any injury occurred as a result of this incident. The client was in the sling hooked to the hanger and landed on the bed. See scanned page. We have not been able to find any contributing manufacturing anomalies. From received information we are not able to establish the exact root cause of this incident. Information included in incident description form are insufficient and it is not possible to obtain more comments. However, we can state that this event can be cause by worn out equipment due to fact that this device was in use fo about 17 years. (B)(4) .